Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that on an unknown date, an endovascular aneurysm repair (evarf) had been performed with zenith endovascular stent grafts by left approach. It was off-label use since the procedure was conducted with preserving the iliac artery (iia). On (B)(6) 2016 enlargement of the aaa was confirmed and ultrasonography confirmed an antegrade blood flow from the right iliac leg graft. Angiography was performed for suspected type ii and ia endoleaks. The angiography revealed a slight blood flow from the right iliac leg graft to outside. Another manufacturer's excluder was additionally placed upside-down inside the right iliac leg graft. The type iiib was resolved. Nbca embolization was performed for type ii endoleak which was also confirmed with angiography. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, quality control, trends and imaging was conducted during the investigation. Imaging review: findings: "there is contrast noted in the distal aortic aneurysm sac as well as right and left common iliac artery sacs, consistent with endoleak. The contrast in the aortic sac is due to a type ii endoleak from paired lumbar arteries. Further, it is unclear if the distal left type I endoleak is due to progressive disease with growth of the left common iliac aneurysm or if it was initially incorrect graft sizing and placement. Finally, the aneurysm morphology with continuous disease from the aorta to bilateral iliac arteries allows for endoleak communication between all 3 aneurysm sacs". "The left flared iliac leg has 5 mm of distal circumferential apposition in the left common iliac artery. At 10 mm above the distal stent edge, cia diameter is dilated to 27 mm. This is minimal distal seal zone on the left and there does appear to be contrast around the mid to distal iliac leg, concerning for a type ib endoleak around the flared left leg. Preoperative images are not provided, but the current left iliac leg configuration (size and position) is inadequate for distal seal and would be outside of IFU". The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Lot numbers or identifying features were not provided; therefore, specific manufacturing documentation could not be referenced. With no returned product or device manufacturing history coupled with the required quality control procedures there is no evidence to suggest a non-conforming product was used. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU " adequate iliac or femoral access is required to introduce the device into the vasculature. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. Inadequate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Additionally" the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow." Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that ultrasonography and angiography results confirmed enlargement of this patient's abdominal aortic aneurysm (aaa) post endovascular aneurysm repair (evar). A competitor endoprosthesis was placed upside-down inside the right iliac leg graft and n-butyl cyanoacrylate (nbca) embolization was performed for treatment of type ii & iiib endoleaks. Both leaks subsequently resolved. There were no additional adverse events to the patient reported.

Manufacturer narrative:
Additional information: banno, hiroshi, et al. ¿late type iii endoleak from fabric tears of a zenith stent graft: report of a case.¿ surgery today, vol. 42, no. 12, 2012, pp. 1206¿1209., doi:10.1007/s00595-012-0320-8.